Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the jet tube and plastic distal end cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the observed foreign material in the sub-water supply channel and distal end cover could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material, however, it is possible that the issue was the result of insufficient device cleaning/reprocessing as a result of a facility reprocessing deviating from the IFU instructions. The issues may be detected/prevented by following the instructions for use sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.